Event description:
It was reported that the programmer was slow to boot up and cycled through multiple errors and reboots before running. Follow-up determined that the programmer functioned normally once it was able to finally boot all the way up. It was further reported that the radiofrequency programmer head would interrogate only intermittently and a cracked port/connector was suspected. Follow-up determined that the head was changed out but the issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device was slow to boot up and therefore the hard drive was reconfigured and the software reloaded however it was unable to confirm that it cycled through multiple errors and reboots although an error was found in the error logs. Analysis was able to confirm that there was a cracked solder joint on the radiofrequency connector of the link electronic module board and therefore the board was replaced and calibrated. A broken latch tab on the cord door was also noted and the cord bay was replaced. (B)(4).